Event description:
During placement of a cook flow 20 percutaneous endoscopic gastrostomy set - push, the internal bumper pulled through the stomach wall into the peritoneum. The pt was reported to be very weak and it is uncertain if the nurse pulled too hard during placement. The pt was sent to surgery at this time. The surgery was reported to be not related to the device occurrence, but a decision in relation to the pt's condition and situation. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. The instructions for use includes the following: potential complications: placement or inability to place. Precautions: placement of the peg tube should only be performed by, or under supervision of, physicians throughly trained in the procedure. During placement and use, care must be taken to avoid cutting, crimping, or "damaging components." If the product package is opened or damaged when rec'd, do not use this device" visually inspect with particular attention to kinks and breaks in the feeding tube assembly. Potential complications associated with placement and use: improper placement or inability to place tube, tube dislodgement or migration. Instructions for use: tube placement specific steps 1-30. Flow-20-push step 19: bring the internal bumper in contact with the abdominal wall, carefully avoiding excess tension. Prior to distribution, all enteral feeding products are subjected to a visual inspection to ensure device integrity. Correction action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.